Manufacturer narrative:
Based on the information collected to date, the problem description, and the device inspection conducted by the technician, it has been confirmed that no ventilator malfunction occurred. During investigation, the ventilator was tested for several hours and operated correctly throughout. Simulated scenarios, including system disconnection, blockage, and alarm limit adjustments, were all handled within specification. Provided ventilator logs were reviewed. The event log shows alarms were generated indicating an insufficient ventilation but no stop. According to the test log, successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. In conclusion, there is no evidence of ventilator malfunction during the ventilation period. However, alarms indicate that ventilation may have been insufficient. The underlying cause of this remains undetermined.

Event description:
It was reported that the ventilator stopped ventilating. There was no patient harm. Manufacturer's ref #: (B)(4).